Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: additional conclusion code: d1102: unintended use error caused or contributed to event. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further state: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic repair of incisional hernia. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/7873155, 15x19x1.0]. Implant date: (B)(6) 2011 (hospitalization [ni] [not indicated]). (B)(6) 2011: (B)(6) health system. (B)(6), md. Operative report. Postoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operative indications: the patient had presented with incisional hernia at the umbilicus. Patient had a prior laparoscopic cholecystectomy with insertion of an 11 mm trocar through an epigastric area. Umbilical hernia had been repaired without the use of a mesh. The patient became symptomatic and was admitted. She was seen in the emergency room because of an incarcerated episode and advised to have it repaired. Understood that a laparoscopic approach would be attempted and also could require conversion to open. Also understood the possibility for enterotomies that would change the procedure. Had a bowel prep, given perioperative antibiotics, and review of the chart, including the use of beta-blocker by the patient. Foley catheter in place. Procedure: ¿during intubation, anesthesia found the presence of white patches in the larynx, very characteristic for candidiasis. Therefore, the patient was given diflucan and also was found to have some vaginal bleeding when foley catheter was placed. Both conditions were discussed with the family. The patient had been noticed to have vaginal bleeding at an earlier admission and advised to have a gyn consultation. The patient¿s abdomen prepped and draped in the usual sterile manner. A veress needle was placed through palmer point in the left upper quadrant. Once pneumoperitoneum was created, a 5 mm optically driven trocar was placed in the right upper quadrant under direct vision with a 5 mm 30-degree lens. Inspection of abdominal cavity showed the presence of a large hernia on the umbilicus with omentum stuck to it and some other adhesions. Additional 5 mm and an 11 mm trocar was placed using the advance ligasure. All the adhesions were taken down from the hernia sac so that it was completely reduced. The small bowel, omentum, large bowel were inspected for any pathology for enterotomy that could be seen. There was no evidence for any pelvic pathology as could be seen through the laparoscope. Using a 15 x 19 dual mesh with 1-0 ethibond in two inch intervals, this was rolled, placed inside the abdomen, making sure the gore tex side was facing viscus. It was a transmural fixation at the appropriate determined site that was carried out using the peritoneal device closure. Using the protack, the mesh was anchored at different areas. The mesh had been measured with the pneumoperitoneum allowed to escape so there would be no redundance of the tissue. Once the mesh was anchored, including [illegible] a row of protack staples to minimize seroma, the pneumoperitoneum was allowed to escape. The 11 mm trocar was closed with 2-0 vicryl for the fascia, skin was closed with 4-0 monocryl. The patient tolerated the procedure well. Blood loss: 30 ml. The sponge count was reported as correct twice.¿ (B)(6) 2011: (B)(6) university health system. Implant record. Gore dualmesh plus. Inventory item: patch 15x19x1.0. Model/cat number: 1dlmcp04. Lot number: 7873155. Manufacturer: w.l gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ 7873155) was implanted during the procedure. Relevant medical information: (B)(6) 2013: (B)(6) health system. (B)(6), md. Emergency room visit. Presents with lower central chest pain, shortness of breath and cough overnight, and found to have a fever in the emergency department, patient unaware of this. Also has chronic abdominal pain and back pain without vomiting or diarrhea or urinary symptoms. History asthma, obesity, breast cancer, postoperative hematoma. Surgical history hernia repair, cholecystectomy. Weight (B)(6). Exam: abdomen soft, tender supraumbilical hernia, soft, non-distended, bowel sounds are present. Labs: wbc 11.4 h. Impression: pneumonia. (B)(6) 2014: (B)(6) health system. (B)(6). Emergency room visit. Presents with complaints vomiting and diarrhea for the past 3 days. Is complaining generalized weakness and malaise today. History of non reducible hernia. Weight (B)(6), bmi 38.09. Exam: abdomen soft large hernia, mild left lower quadrant tenderness. (B)(6) 2014: (B)(6) health system. (B)(6). Radiology-CT abdomen/pelvis without contrast. Indication: weakness. Findings: small hiatal hernia. Surgical mesh identified within the anterior abdominal wall. The inferior right side of the mesh is retracted towards the left side. There is a corresponding anterior abdominal wall hernia adjacent to the retracted mesh. The hernia contains multiple small bowel loops. These loops are prominent in size containing fluid and air. Impression: anterior abdominal wall surgical mesh is partially retracted with an adjacent anterior abdominal wall hernia present containing several loops of small bowel associated with a partial obstruction. There is nonspecific stranding within the mesenteric fat within the hernia sac and also with the central mesentery. This is nonspecific and may be secondary to edema, venous congestion, or mesenteric panniculitis. Consider correlation with lactate level to assess for possible ischemia. There is a 2.6 x 1.9 cm soft tissue nodule within the central mesentery of the upper pelvis. This may be secondary to lymphadenopathy, segmental infarction, infection or neoplasm including carcinoid or lymphoma. (B)(6) 2014: (B)(6) university health system. (B)(6). History and physical. History of hypertension, asthma, admission for hypoxic respiratory failure secondary to pneumonia in (B)(6) 2014, chronically incarcerated hernia presented with complaint of diarrhea. Per patient she started having diarrhea on friday. Describes multiple bouts of watery, non-bloody bowel movements associated with diffuse abdominal pains. Reports having two such episodes this morning too. Had one episode of non-bilious vomiting on friday. Had history of umbilical hernia for which she underwent repair in 2010. Also had recurrence and mesh was placed in 2011. Underwent CT abdomen which revealed anterior abdominal wall surgical mesh that is partially retracted with an adjacent anterior abdominal wall hernia present containing several loops of small bowel associated with a partial obstruction. Per surgery team evaluation not clinically obstructed and appears to be chronic and recommend elective repair. Exam: abdomen large ventral hernia, soft, non tender, bowel sounds present. Impression/plan: abdominal examination reveals large ventral hernia but does not appear to be clinically obstructed currently. Presentation is likely secondary to gastroenteritis with dehydration. Also per surgery the incarcerated hernia is chronic and recommend elective repair in the future. (B)(6) 2014: (B)(6) health system. (B)(6). Consultation. Presents with 4 day history of diarrhea and emesis. Patient has a chronically incarcerated ventral hernia. Initially had an umbilical hernia that was repaired primarily in (B)(6) 2010, it then recurred and she underwent repair with mesh in (B)(6) 2011. According to the patient it then recurred soon after surgery. Reports that her hernia is chronically protruding. Patient states that she started to have large volume non-bloody diarrhea on friday and it continued through the weekend. Also had non-bilious emesis over the weekend. Emesis resolved as of yesterday morning. States she had one episode of diarrhea this morning. Currently denies any abdominal pain, nausea, or emesis. Exam: abdomen soft, diffuse mild tender to palpation, large ventral hernia, soft with no overlying skin changes. Impression/plan: recurrent chronically incarcerated ventral hernia who presents with a history of diarrhea and emesis x 4 days. Will discuss elective repair further with patient. (B)(6) 2015: (B)(6) health system. (B)(6). Emergency room visit. Chief complaint of abdominal pain. Patient reports significant periumbilical abdominal pain throughout the night. Pain is now improved. States that she had a small bowel movement yesterday and has continued to pass gas. Ate dinner and breakfast without difficulty, no vomiting. No fevers. Patient with history of previous ventral hernia repair with mesh. Weight (B)(6), bmi 36.57. Exam: abdomen obese, soft, (+) large anterior abdominal wall defect with hernia >12 cm, no focal tender to palpation/guarding or erythema, mild distension, bowel sounds normal. Impression: presents with persistent periumbilical abdominal pain related to site of ventral hernia which had been previously repaired, prior imaging (9/2014) notes retraction of mesh with some partially obstructed loops of small bowel. No obstructive or infectious symptoms at this time. (B)(6) 2015: (B)(6) health system. (B)(6). Radiology-CT abdomen/pelvis without contrast. Indication: abdominal pain, ventral hernia. Findings: a small bowel containing ventral hernia is again seen, adjacent to the previously replaced abdominal wall mesh. A small amount of fluid is present within this hernia sac, not seen on the prior examination, adjacent to a mildly prominent 2.5 cm loop of bowel. Mild haziness is present in the fat leading into this hernia sac with increased number of normal-sized lymph nodes at this level. Impression: small bowel containing ventral hernia unchanged though now with free fluid and inflammatory stranding within the adjacent fat, as well as increased number of lymph nodes in this region. Incarceration and or ischemia should be considered. There is no convincing evidence of obstruction at this time. Diverticulosis without evidence of acute diverticulitis. (B)(6) 2015: (B)(6) health system. (B)(6). Consultation. Previously was seen in the emergency department in (B)(6) 2014 for abdominal pain, which was determined to caused by retraction of the hernia mesh and incarceration with no evidence of strangulation. Patient refused surgery at that time and was instructed to follow-up with dr. (B)(6), which she did not do. Currently, complains of abdominal pain that began last night but has since improved greatly this am. Last had a bowel movement last night and has passed flatus thus am. Patient is in mild emotional distress, stating both that she does not want surgery, but believes that she may need a procedure to repair the hernia. States that she has had chronic constipation and that she feels like her belly is more distended recently. Denies nausea or emesis. Exam: abdomen soft, nontender, midline hernia that us partially reducible, non-distended. Impression: currently with resolving abdominal pain and a partially reducible ventral hernia with CT showing no indications of obstruction. No indications for emergent surgery. Follow-up in clinic with dr. (B)(6) in one week. Will likely need open hernia repair with component separation in the future. Discharge home. (B)(6) 2017: (B)(6) health system. (B)(6). Radiology-CT abdomen/pelvis. Indication: open wound on abdomen. Findings: since the prior study, the patient has undergone ventral abdominal wall hernia repair. There is an open wound in the midline lower abdomen with some amorphous soft tissue measuring approximately 4 cm in transverse diameter, and approximately 5.5 cm craniocaudally. No abscess is seen. No fistulous connection to bowel is seen. There is mild stranding in the subcutaneous fat. Multiple foci of air are present within the hernia mesh, presumably representing postsurgical changes. The previous small bowel obstruction has resolved. Impression: interval ventral abdominal wall hernia repair with resolution of previous small bowel obstruction. Open midline wound in the lower abdomen with some amorphous soft tissue attenuation material in the region of the open wound. No abscess or fistula is seen. Multiple foci of air/gas are present within the hernia mesh presumably representing expected postsurgical changes. (B)(6) 2017: (B)(6) health system. (B)(6). Result notes. CT ordered today for a small but chronically draining non healing wound. I reviewed the images. In my opinion the drainage extends to the old mesh. Most likely represents a chronic mesh infection. There is no evidence of any bowel fistula. I will discuss the findings with ms. (B)(6). Surgical mesh resection may unfortunately be the only option. (B)(6) 2017: (B)(6) health system. (B)(6). Emergency room visit. Presents for evaluation after fall. Reports mechanical trip and fall at home onto her right knee and right shoulder with contusion. States that she has had increased abdominal pain secondary to a poorly healing postoperative wound at the site of previous abdominal hernia repair. Was seen by dr. (B)(6) in february who recommended removal of mesh and revision of hernia repair. Notes increased swelling and drainage at the site. No high fevers, no vomiting. Regular bowel movements. History cancer of breast, lumpectomy with radiation, stage 2; anxiety; chronic kidney disease, stage iii (moderate); hyperlipidemia; moderate persistent asthma without complication; obesity. Weight (B)(6), bmi 36.58. Exam: abdomen soft, +inferior collection with fluctuance/erythema/warmth, obese, mild distension. Impression/plan: mechanical trip and fall with right shoulder and right knee contusion; ongoing umbilical abdominal wound at site of infected mesh. Plan to admit to general surgery service for operative repair of infected abdominal mesh. Labs: wbc 10.6 h (4-10). (B)(6) 2017: (B)(6) health system. (B)(6). Emergency room visit. Surgical history: cholecystectomy; 3/04/16 exploratory laparotomy, repair incisional hernia, reducible; hernia repair. Former smoker, 1 pack per day for 37 years, quit 1985. (B)(6) 2017: (B)(6) health system. (B)(6). History and physical. Presented after a fall. States lost her balance and hit her right leg and shoulder. Also complains of worsening pain to her abdomen. Had lap incisional hernia repair in 2011. Presented in (B)(6) 2016 with incarcerated hernia that was repaired primarily. Had chronic draining wound and (B)(6) 2016 had debridement of abdominal wall wound from suture granulomas and was treated with wound vac bit still had small opening with drainage. Was scheduled for mesh removal on (B)(6) but states the pain has worsened and the redness and drainage has increased. Weight (B)(6). Exam: abdomen soft, midline small draining open wound with inferior cellulitis and tenderness. Impression/plan: abdominal mesh infection. Admit, culture abdominal drainage, intravenous antibiotics, will discuss timing of surgical intervention for this hospitalization. (B)(6) 2017: (B)(6) health system. Lab. Culture, aerobic/anaerobic. Specimen source: abdomen. Result: staphylococcus aureus 1+ (rare). Corynebacterium species 2+ (few). Porphyromonas species 3+ (moderate). Peptonophilus harei 3+ (moderate). Explant procedure: exploratory laparotomy. Removal of infected abdominal wall mesh with excisional debridement of skin and subcutaneous tissue of the abdominal wall, that was necrotic. Explant date: (B)(6) 2017 (hospitalization (B)(6) 2017). (B)(6) 2017: (B)(6) health system. (B)(6), surgical resident. Operative report. Preoperative diagnosis: infected hernia mesh of the abdominal wall with abscess of the abdominal wall. Postoperative diagnosis: infected hernia mesh of the abdominal wall with abscess of the abdominal wall. Anesthesia: general. Blood loss: 50 ml. Specimens: cultures of the abscess of the abdominal wall. Necrotic skin and subcutaneous tissue of the abdominal wall. Infected hernia plasty mesh. Indications: this is an (B)(6) female, well known to me from multiple prior admissions, who for the past 1 months has been refusing to undergo surgical intervention for an infected abdominal wall mesh. The patient presented two days ago with severe drainage from the abdominal wall with increasing erythema and redness. She has pus extruding from the abdominal wall. On examination, she has tenderness, fluctuance, but otherwise, her abdomen is nice and soft and benign. She has not been having any change in her bowel habits. The patient was admitted, started on IV vancomycin, and we took cultures of the area and we fluid hydrated her and then brought her to the operating room for an exploratory laparotomy with removal of the mesh. The patient is now agreeable. She understands the risks of bleeding, infection, possibility of a chronic and recurrent abdominal wall hernia, possible need for further surgery in the future, possible need for an open wound with chronic wound care and a wound vac. She is agreeable, given consent for the procedure. ¿once in the operating room, she was in the supine position. We continue the IV vancomycin, and the abdomen was prepped and draped sterilely. We did place a foley catheter and an og tube as well. At this point, we made an ellipse of tissue including the necrotic skin and subcutaneous tissue down to the abdominal wall fascia. This was with a #10 blade down to bleeding tissue. Moderate pus was noted, and cultures were taken both aerobic and anaerobic. The necrotic skin and subcutaneous tissue were sent off the field as specimen and I unfortunately had to sacrifice the umbilicus, which was within this area of the skin location. At this point, we opened up the fascia. We clearly identified an infected mesh. A very large piece of gore-tex mesh measuring approximately 15 x 10 cm in an ova shape fashion with multiple screws was removed, sent off the field as specimen. At this point, we identified a rind of tissue around the mesh. We excised that in its entirety, sent that off the field as well. We placed kocher¿s on either side of the fascia and freed up the bowel off the abdominal wall. At this point, the bowel was nice and viable. There was no evidence of any bowel involvement. It was mostly omentum and the rind that was around the mesh itself. We copiously irrigated the abdominal cavity with 2 l of warm normal saline. After all lap and instrument counts were correct, we proceeded to close the midline fascia with figure-of-eight #1 pds sutures. After all the sutures were secured, we really had no tension on the abdominal wall musculature. We changed gloves. We copiously irrigated the abdominal wall and provided excellent hemostasis with bovie electrocautery. The upper and lower portions of the skin wound were then closed with horizontal #[illegible] pds sutures. The midportion of the wound was left open. This was the worst part of the infection. We placed betadine-soaked kerlix, gauze [illegible] in the midline wound, 4 x 4¿s, and tape. We were awaiting the kub prior to awakening the patient from anesthesia to confirm with policy of (B)(6) hospital. At the end of the procedure, all lap and instrument count were correct, and we were awaiting the kub. Blood loss is less than 50 ml.¿ (B)(6) 2017: (B)(6) health system. (B)(6). Operative notes. Pre-op diagnosis: abdominal wall mesh infection. Post-op diagnosis: same. Procedure: exploratory laparotomy, removal of infected abdominal wall mesh. Findings: large infected mesh removed in its entirety. Large amount of granulation tissue and necrotic skin (including umbilicus) excised and purulent discharge drained. Fascia closed with interrupted prolene sutures. Skin reapproximated and center of wound packed with betadine kerlix fluffs (4). Specimen: infected abdominal wall mesh, necrotic skin. Relevant medical information: (B)(6) 2017: (B)(6) hospital. (B)(6). Pathology. Case: shs-17-01574. Final diagnosis: abdominal wall mesh, removal: mesh (gross diagnosis only). Necrotic skin removal: gangrenous necrosis. Gross: container label: ¿infected abdominal wall mesh.¿ fixation: received fresh. Specimen received: a tan portion of surgical mesh. Dimensions: 1.6 x 1.0 x 0.2 cm. Dissection: none. Container label: ¿necrotic skin.¿ fixation: received fresh. Specimen received: 2 tan portions of skin with areas which are red brown and necrotic in appearance. Dimensions: 10.5 x 4.3 x 3.0 and 9.0 x 5.2 x 3.5 cm. Dissection: on section, areas of red-brown necrotic hemorrhage are identified. (B)(6) 2017: evanston hospital. Lab. Culture, aerobic/anaerobic. Body site: infected abdominal wall. Result: corynebacterium striatum 3+ (moderate). Porphyromonas species 4+ (many). Mixed anaerobic organisms isolated 2+ (few). (B)(6) 2017: (B)(6) health system. (B)(6). Consultation. Was scheduled for mesh removal in may but had it done during this admission due to increasing pain, redness and drainage from wound. On (B)(6) underwent ex-lap with removal of infected abdominal wall mesh with excisional debridement of skin and necrotic subcutaneous tissue of abdominal wall, operative culture 3+ c. Striatum. Currently complains of heaviness in abdomen, sense of swollen-ness and pain. Was noted today to have rash on her torso, reports it is not pruritic. Weight (B)(6), bmi 39.85. Exam: abdomen normal bowel sounds, +l/midline wound with central wound vac in place. Impression: mesh associated chronic abdominal wound now with mesh removed. Most recent cultures primarily coryne striatum, mssa as well as both gn and gp anaerobes. Stop pip-tazo, continue vancomycin (covers the coryne and the mssa). Add metronidazole for gnr anaerobes. Likely 1-2 week course for a wound infection now that mesh is removed if wound continues to look well and healing. (B)(6) 2017: (B)(6) health system. (B)(6). Discharge summary. Admitting diagnosis: infected abdominal hernia mesh. Treatment rendered was: exploratory laparotomy, excision of infected mesh and abdominal wall tissue abscess. Hospital course including complications were: drug related rash, delirium. Plan for discharge is: skilled nursing facility. Exam: gastrointestinal: abdominal wound with vac in place and good seal. Soft, non-distended. Appropriate peri-incisional tenderness. Diffuse blanchable erythema noted across abdomen. Activities: up ad lib. Skin/incision/wound assessment: wound vac to midline wound change every 2-3 days. Wound measurements: 5 cm in diameter. Hospital course: taken to operating room on (B)(6) 2017 for exploratory laparotomy, mesh removal, and debridement of necrotic tissue. Post-op course was complicated by general body rash, likely secondary to zosyn, and delirium. Infectious disease was following for drug recommendations. Medicine was following for general medical problems, including prednisone for rheumatoid arthritis. Was switched to wound vac dressing prior to discharge. Was discharged on vancomycin for positive cultures of corynebacterium and flagyl for empiric gnr coverage. Discharged to skilled nursing facility. (B)(6) 2017: (B)(6) health system. (B)(6). Emergency room visit. Presenting for chief complaint of abdominal pain. Reports recent worsening abdominal pain that started on monday. The pain has been intermittent. Also has had diarrhea. Pain is a 7 out of 10 and does not radiate. Weight: (B)(6), bmi 40.04. Exam: abdomen: ventral hernia that is reducible, no overlying erythema or induration. Mild tenderness to the anterior abdomen, no rebound or guarding, soft, nondistended. Bowel sounds normal. No masses, organomegaly. Impression/plan: worsening abdominal pain and diarrhea. Has a reducible hernia on exam with no signs of incarceration. We¿ll attempt to obtain stool sample for testing, otherwise we¿ll give IV fluids, check blood work and CT scan of the abdomen and pelvis. (B)(6) 2017: (B)(6) health system. (B)(6). History and physical. Status post multiple abdominal operations most recently removal of infected mesh in march of this year. Presents today with complaints of recurrent hernia and abdominal pain. Describes a soreness in the mid upper abdomen. States that pain has been increasing over the last few months. History gastroesophageal reflux disease without esophagitis. Exam: abdomen bowel sounds are normal. Soft, easily reducible incisional hernia. Defect ~4 x 4 cm. No skin changes, erythema or induration. Abdomen otherwise non-tender. Impression: recurrent, reducible incisional hernia. Plan: no acute surgical intervention. Pain control. (B)(6) 2017: (B)(6) health system. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: there is a ventral hernia containing transverse colon without obstruction. There is mild wall thickening of the transverse colonic loop. There was prior mesh material location which is no longer identified. There is diverticulosis with out CT evidence of diverticulitis. Impression: ventral hernia containing transverse colon with mild wall thickening. This is at the site of a prior mesh hernia repair with a mesh no longer present. The wall thickening is of unclear significance and could relate reactive or inflammatory with ischemia difficult to entirely exclude. This is no proximal obstruction. Postsurgical changes of prior cholecystectomy. Intrahepatic biliary ductal air presumably relates to prior body. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: scarring, adhesions, hernia recurrence. Additional event specific information was not provided. In subsequent medical records that were received it was found there was an allegation of infected mesh noted by the surgeon during the explant on (B)(6) 2017.